Event description:
It was reported that the patient contacted technical services stating that they have been unable to keep their heart rate below 100 bpm since the previous device change out. It was also mentioned that they have been having episodes of chest pain. Further information was requested however, was not provided.